Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
No event description provided on medwatch/medsun report. Pt 6 months old/wt 4 kg. Sent (B)(6) an email 9/22/2022 @ 1217pm requesting additional information. Update from (B)(6) on 9/22/2022 @ 1824pm: description of event- PICC had broken off just proximal to the heart of the catheter and line had to be removed. Any harm to the patient? If so, please describe. Temporary loss of nutritional support as PICC was being used for tpn which could not be administered via a piv. Suboptimal nutrition was noted due to no tpn support and neonate was not gaining weight. Collaboration for alternative source of fluids and nutrition needed to be completed to support growth. Was the PICC discontinued? Yes, the PICC was discontinued and a piv was placed. If so, was a new PICC inserted for completion of prescribed therapy. If so, was a new piv inserted for completion of prescribed therapy. Was a stat lock utilized? No, a tegaderm opsite and a posey stabilizer for the line was used.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One catheter was returned for review. Visual inspection of the sample confirmed the silicone extension was detached from the catheter tubing just below the inverted triangle beneath the securement disc. The breakage site exhibited jagged edges which is indicative of a tensile force applied to the catheter. A definite root cause for the breakage is not certain. Due to the jagged edges, possibly an excessive force was applied to the catheter or possibly the breakage was the result of patient movement. There have been no other complaints regarding this issue with this lot number. Since the reported issue was most likely the result of an event within the user environment, no corrective action will be taken at this time. Argon will continue to monitor for issues of this nature in the future.

Event description:
No event description provided on medwatch/medsun report. Pt 6 months old/wt 4 kg. Sent (B)(6) an email (B)(6) 2022 @ 1217pm requesting additional information any harm to the patient. If so, please describe. Temporary loss of nutritional support as PICC was being used for tpn which could not be administered via a piv. Suboptimal nutrition was noted due to no tpn support and neonate was not gaining weight. Collaboration for alternative source of fluids and nutrition needed to be completed to support growth. Was the PICC discontinued? Yes, the PICC was discontinued and a piv was placed if so, was a new PICC inserted for completion of prescribed therapy. If so, was a new piv inserted for completion of prescribed therapy. Was a stat lock utilized? No, a tegaderm opsite and a posey stabilizer for the line was used.